Event description:
The customer observed high initial reactive rates for the architect hepatitis b surface antigen assay when reaction vessels (rv) lot 69060p100 was in use. The customer stated initial weak positive results occurred in six or seven out of about 400 tests per day. The customer was advised to clean each pippetor, probe well and change the sample probe if there was a pippetor in stock, then recalibrate and re-test. The customer performed the troubleshooting as advised, however, the issue persisted. The customer stated the issue was resolved after the customer changed to a new lot of rv's. There was no impact to patient management, as the suspect patient results were not reported out of the lab.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
During the implant procedure, no sensing or output was seen on the ECG after placing the lead into the header. Therefore, the pacemaker was not implanted.